Manufacturer narrative:
Follow-up #1: date of submission 12/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/03/2015 with the following findings: a review of the pump¿s black box showed and alarm history showed consecutive cs078 rewind errors. During investigation, the pump powered on and displayed the verify screen. The pump alarmed with a cs 078 call service alarm at the first rewind attempt. The pump¿s cover was removed and motor signals were found to be missing due to an intermittent condition on the printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted multiple cs 078 alarms while performing the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.